Event description:
It was reported that during a knee procedure, the knots locked up on both implants; a ball of suture was removed with a grasper and the implants remained behind the meniscus unretrieved. The case was completed with another brand of similar device. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but per the customer will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the exact cause of the event could not be determined. The most likely cause of this type of event would be lack of free slack in suture at all times during insertion, not following the deployment sequence as outlined in the surgical technique guide, and/or excessive pulling on suture slack when using the knot pusher.a new labeling statement is being placed on the device package, instructing the user as follows: if resistance is felt during implant insertion, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This will avoid damaging the implants. To avoid premature tension to construct do not pull external suture before releasing trocar #2. Do not trap external suture against handle. After implanting #1, do not move device before releasing #2. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.